Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Caregiver from assisted living facility is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 262, 257, 316 and 252 mg/dl fasting and 463 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 137 - 208 mg/dl; an expected non-fasting blood glucose test result range is not known for the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer fasting and produced test results of 262 mg/dl and 303 mg/dl using meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/17/2020 and test strip vial was opened last week. The meter memory was reviewed for previous test result history: (B)(6).